Manufacturer narrative:
One (1) actual sample was received for evaluation. A visual inspection with the naked eye noted a cut in the tubing approximately two (2) inches from the patient connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing noted a leak through the cut tubing. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the cassette had a pinhole leak. This occurred during initial drain of peritoneal dialysis therapy. It was further specified that no sharp object was used to open the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.